Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 600 mg/dl. The reporter noted the patient self-treated with an insertion site change, insulin injection, and glucagon injection; they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Animas customer technical service determined during troubleshooting that the pump¿s basal settings were incorrectly programmed and a change in pain and stress levels contributed to the reported health event. This complaint is being reported because the alleged serious injury was attributed to a pump user error. There was no indication of allegation of a device malfunction.

Manufacturer narrative:
Follow-up #1; date of submission: 12/06/2016. The device was returned and evaluated by product analysis on 11/10/2016 with the following findings. A pump issue was not observed with investigation. Review of the pump¿s black box revealed data relevant to the reported health event was overwritten due to continued use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.